Event description:
It was reported that the surgeon inserted an aa4204vl silicone plate lens and a haptic was torn during insertion. The lens was removed and another iol was implanted without any patient incident.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic plate was torn off from the optic and missing. There was evidence of a clear surgical residue. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.